Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 years 2 months 11 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the spouse called the clinic stating that the patient was not feeling well, and their lvad was alarming. Patient was seen in clinic and admitted on (B)(6) 2019. Labs were drawn and patient was found to have a hemoglobin of 4.2. 3 units of packed red blood cells were given subsequently and an egd was performed. Patient reported dark stools to physician with symptoms of fatigue and poor appetite with persistent pi events with low flow alarms. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The patient remains ongoing on mlp-009809 and no further issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient's hemoglobin was 7.4 g/dl during admission. An esophagogastroduodenoscopy (egd) was performed on (B)(6) 2019 with no sign of bleeding. A pillcam study was recommended. On (B)(6) 20019 the patient had an international normalized ratio (inr) of 4.2 and warfarin was held. The event reportedly resolved on (B)(6) 2019.